Manufacturer narrative:
Initially reported in the 3500a initial, ¿a lot number (34367942l) was provided, but it unable to be confirmed as a correct lot for this device.¿ however, additional information was received on 29-oct-2024 providing the correct lot number of ¿31367942l¿. Therefore, processed d4. Lot. D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and qdot micro catheter and the patient experienced foreign body that required removal and device entrapment that needed removal. After the procedure completion, when attempting to remove the vizigo short, the vizigo short could not be removed from the patient¿s body. While removing the vizigo short, fluoroscopy revealed that the sheath was in a state of bending. Therefore, the wire was inserted into the sheath; however, the bend of the sheath could not be restored. The qdot micro catheter was inserted into the sheath, and the bend of the sheath was improved. Once again, the sheath was attempted to be removed but could not be removed. The qdot micro catheter was changed to the octaray and removing was attempted; however, the sheath still could not be removed. Saberx® (other company¿s balloon catheter), was inserted from the sheath, and balloon was expanded for removing attempt; however, the sheath could not be removed. After that, fluoroscopy revealed that some kind of electrode was floating; this was thought to be the second electrode of the qdot micro catheter. Since the sheath could not be removed, a 14fr sheath was inserted in the left groin and a snare was inserted in that sheath. Subsequently, the octaray being in the vizigo short was held and pulled by the snare. At the same time, the vizigo short was pushed from the right groin and was confirmed to be inserted into the 14fr sheath at the left groin. The shaft of the vizigo short at the right groin and the shaft of the octaray were cut off and the vizigo short was removed from the patient¿s body. The floating electrode of the qdot micro catheter was simultaneously confirmed to be removed from the patient¿s body. Then, the entire body of the patient was x-rayed to confirm that there was no foreign material in the body. The procedure was completed. The punctuation on left groin was additionally performed; however, compression hemostasis could be successfully performed. The condition of the patient remained unchanged, and the procedure was completed. After the procedure completion, compression hemostasis was performed on both groins. The patient left the room uneventfully and his condition remained unchanged. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-dec-2024 observed reddish material and pebax separated from the third electrode leaving internal components exposed. The bwi product analysis lab became aware of the pebax separated from the third electrode leaving internal components exposed on 24-dec-2024 and have also assessed this returned condition as reportable. The investigation was completed on 24-dec-2024. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, second electrode of the qdot was observed detached. The customer complaint was confirmed based on the picture received. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, dimensional and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed that the second electrode was found detached and it was not returned for further investigation; however, adhesive residues were observed that confirmed a good manufacturing process. Also, reddish material and pebax were observed separated from the third electrode leaving internal components exposed. The device features were tested, and no magnetic, irrigation, deflection, temperature or electrical issues were found during the product investigation. In addition, a dimensional test was performed and the results were found within specifications. However, during the test, an error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The condition observed with the pebax and electrode could be related to the resistance and tip fully separated issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax condition and electrode could be related to the resistance felt during the procedure; however, this can not be conclusively determined. The root cause of the adhesive condition is traced to the manufacturing process and this force failure was unrelated to the reported event. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The contact force reading might become inaccurate if the contact force sensor (located between the first and second ring electrode) comes into close proximity with a ferrous material, such as the braided shaft of another catheter. If extreme fluctuations in force are observed, ensure the catheter¿s contact force sensor is not in close proximity with another catheter¿s shaft, check zero on the catheter and, if necessary, remove and inspect the catheter. The contact force reading is for information only and is not intended to replace standard handling precaution. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿medical device entrapment-excessive manipulation required¿ and ¿tip fully separated¿ issues. In addition, biosense webster inc. Analysis finding of the ¿second electrode was found detached¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿medical device entrapment-excessive manipulation required¿ and ¿tip fully separated¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material and pebax were observed separated from the third electrode leaving internal components exposed¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit at the tip area¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the ¿foreign body in the patient and retrieval¿ issue. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 27-feb-2025. The physician used the 11fr dilator to expand the puncture site and then removed the dilator. After expanding the puncture site, the physician inserted the vizigo sheath using the 8.5fr vizigo dilator. The vizigo short could be inserted; however, the physician felt considerable resistance again at the time of removal. The key point is that the 11fr dilator was not inserted into the vizigo. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 25-mar-2025, noted a correction to the follow-up #3 as the "*h2. If follow-up, what type?" Should have been selected as "additional information"; however, in error it was it was processed as "device evaluation". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not yet returned for analysis; however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Lot: a lot number (34367942l) was provided, but it unable to be confirmed as a correct lot for this device. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and qdot micro catheter and the patient experienced foreign body that required removal and device entrapment that needed removal. After the procedure completion, when attempting to remove the vizigo short, the vizigo short could not be removed from the patient¿s body. While removing the vizigo short, fluoroscopy revealed that the sheath was in a state of bending. Therefore, the wire was inserted into the sheath; however, the bend of the sheath could not be restored. The qdot micro catheter was inserted into the sheath, and the bend of the sheath was improved. Once again, the sheath was attempted to be removed but could not be removed. The qdot micro catheter was changed to the octaray and removing was attempted; however, the sheath still could not be removed. Saberx® (other company¿s balloon catheter), was inserted from the sheath, and balloon was expanded for removing attempt; however, the sheath could not be removed. After that, fluoroscopy revealed that some kind of electrode was floating; this was thought to be the second electrode of the qdot micro catheter. Since the sheath could not be removed, a 14fr sheath was inserted in the left groin and a snare was inserted in that sheath. Subsequently, the octaray being in the vizigo short was held and pulled by the snare. At the same time, the vizigo short was pushed from the right groin and was confirmed to be inserted into the 14fr sheath at the left groin. The shaft of the vizigo short at the right groin and the shaft of the octaray were cut off and the vizigo short was removed from the patient¿s body. The floating electrode of the qdot micro catheter was simultaneously confirmed to be removed from the patient¿s body. Then, the entire body of the patient was x-rayed to confirm that there was no foreign material in the body. The procedure was completed. The punctuation on left groin was additionally performed; however, compression hemostasis could be successfully performed. The condition of the patient remained unchanged, and the procedure was completed. After the procedure completion, compression hemostasis was performed on both groins. The patient left the room uneventfully and his condition remained unchanged. The physician's opinion on the relationship between the event and the product is while inserting the vizigo short, the physician felt considerable resistance. By using the 11fr dilator, the vizigo short could be inserted; however, the physician felt considerable resistance again at the time of removing. The cause might be this resistance might be that the external diameter of the vizigo short might have become larger by the electrodes overlapping. No abnormalities observed prior to use of the product. The products were not used according to the package insert and instruction for use.